Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not appearing on pyxis stations, and investigation of sample cases showed patients either in unknown (placeholder) status or mapped to incorrect units due to missing or delayed adt messages. A technical support specialist (tss) backed up database and found database encrypted. Further the tss decrypted and performed full synchronization to resolve the issue. Confirmed that orders were sent prior to patient admission or that transfer/admit messages were not received by pyxis. System checks verified that the es server, interface (cce), and message flow from pyxis side were functioning correctly. Further collaboration with the meditech team revealed that the issue originated from their interface engine being queued/stuck, preventing adt messages from being transmitted. After restarting the interface engine, a backlog of messages began processing, resolving the issue. The customer confirmed that patient data and orders were appearing correctly afterward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server nahserv161 all medication orders were not crossing over, impacted multiple stations. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.